Manufacturer narrative:
Complaint investigation is underway.

Event description:
During a tcar procedure, a dissection of the common carotid artery was noted after insertion of the guidewire, which led to the placement of additional stent to cover the dissection. Upon exchanging the 6 fr for the 7 fr, he accidentally advanced the 7 fr destination too far into the common carotid and it went completely through the access site. Now the patient had pulsatile blood flow from the carotid and tightened the sutures, so the patient received 3 units of blood to resolve. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection of the common carotid artery was noted after insertion of the guidewire, which led to the placement of additional stent to cover the dissection. Upon exchanging the 6 fr for the 7 fr, he accidentally advanced the 7 fr destination too far into the common carotid and it went completely through the access site. Now the patient had pulsatile blood flow from the carotid and tightened the sutures, so the patient received 3 units of blood to resolve. The procedure was completed successfully with no reported patient harm.